Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rising threshold. The lead remains in use. It was reported that the implantable pulse generator (ipg) exhibited functional undersensing due to atrial flutter events falling into the blanking period resulting in devices making episodes be marked as terminated while still in progress. It was also reported that the ipg was inappropriately "firing" on p waves. The ipg remains in use. No patient complications have been reported as a result of this event.